Event description:
A patient was implanted with a short tfn, helical blade and distal locking screw on (B)(6) 2012. Post operatively, the patient reportedly experienced multiple falls and experienced a distal femur fracture below the nail. The patient was returned to the operating room on (B)(6) 2012, for removal of the nail and revision to a total hip implant. This report is #2 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of synthes device history records for manufacturing revealed no complaint related issues.